Manufacturer narrative:
The siemens customer service engineer (cse) disconnected a tube from the waste reservoir and drops of liquid waste splashed on his forearm. He immediately rinsed his forearm and noted that the next morning, his forearm showed signs of skin reaction and sought medical attention. The inflammatory reaction was an allergic reaction and treated with a topical cream for a few days. Blood tests performed on the cse were confirmed normal, and he returned to work. The cause of the event was due to unintended cse error. This is an isolated event. No siemens product problem is identified.

Event description:
A siemens customer service engineer, servicing the advia centaur xp instrument, was splashed with drops of liquid waste in the forearm. There are no reports of patient intervention or adverse health consequence due to the engineer being splashed with drops of liquid waste.